Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was changing the insulin pump today and received a motor error alarm. Customer's blood glucose was 42 mg/dl. Customer treated by eating breakfast. Customer stated that she changed the infusion set and now she was getting a no delivery alarm. Customer stated that the alarm occurred during manual prime and is recurring. Customer cleared the alarm and stated that the insulin did exit the tubing. Customer ran a manual prime and the pump did not alarm no delivery. Customer was advised that the pump was working as designed.